Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced stent thrombosis. An enroute transcarotid stent was selected for use in a right side transcarotid artery revascularization (tcar) procedure. The patient exhibited labile blood pressure during the procedure, ranging from 200mmhg to below 100mmhg. The procedure was completed with no other issues. Twenty-eight hours after the procedure, the patient experienced left side weakness, slurred speech and facial droop. Imaging performed reveled stent thrombosis. The patient is scheduled to transition to rehabilitation.